Manufacturer narrative:
(B)(4). The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test, download trace and history files using thus, or verify pump error 43 alarm due to blank display. The pump was cut open to perform visual inspection and moisture damage was found on the electronic assembly (pcba 1 and pcba 2). Pcba 1 and pcba 2 were cleaned with isopropyl alcohol and the pump powered up after battery installation properly. The blank display is due to moisture damage on the electronic assembly (pcba 1and pcba 2) and the motor flex cable. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, and battery compartment cracked at the corner of the belt clip rails. Blank display and download difficulty are confirmed due to moisture damage on the electronic assembly (pcba 1and pcba 2). Pump error 43 alarm is unknown due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed an error in the motor was detected by reading unexpected value from hall sensor alarm. Customer was able to clear the alarm and able to rewind the pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for analysis.